Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03598, 3005099803-2015-03600 and 3005099803-2015-03599 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during preparation, the hydrophilic tip became detached, exposing the tip of the metal corewire. Two more jagwire guidewires were prepared; however, the hydrophilic tips also detached, exposing the tips of the metal core wires. The procedure was completed with a fourth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the tip of the guidewire was peeled, exposing the corewire by approximately 1.7cm. The tip of the metal corewire was not exposed. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of corewire fracture. The complaint is not consistent with the returned guidewire since the tip was peeled and the tip of the metal corewire was not exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03598, 3005099803-2015-03600 and 3005099803-2015-03599 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during preparation, the hydrophilic tip became detached, exposing the tip of the metal corewire. Two more jagwire guidewires were prepared; however, the hydrophilic tips also detached, exposing the tips of the metal core wires. The procedure was completed with a fourth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.